Event description:
On (B)(6) 2025, the user reported that they had disconnected from the ilet device after running out of insulin and later reconnected it. Following reconnection, the device delivered insulin as expected in response to a reported glucose value of 274 mg/dl, and blood glucose subsequently stabilized. The user inquired about insulin use, was informed of the correction algorithm, and no device malfunction was confirmed.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.